Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and seizures.

Event description:
Dexcom was made aware on (B)(4) 2019, that on (B)(6) 2019, intermittent audio output was reported. The patient stated around 5:00pm, they started eating and his sugar went low which resulted in a seizure. His wife called 911 and when the emergency medical technician¿s (emts) arrived, they tested his blood sugar and the meter was reading 84 mg/dl compared to the dexcom that was reading 59 mg/dl. He stated at the time he started seizing, the receiver did not alert. No treatment was provided by the emts; however, they stayed with the patient until his blood sugar increased to 118 mg/dl. At the time of contact, the patient was doing fine. No product or data was provided for investigation. Confirmation of the complaint was undetermined. The probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. An external visual inspection was performed, and the inspection passed. The receiver was changed and booted up successfully. The downloaded data was reviewed, and no issues were found that were related to the customer complaint. Audio and vibration test were performed, and the tests passed. A ¿try-it¿ test for alarms was performed and the test passed. The receiver case was opened for further evaluation. The speaker was measured for resistance and was within specification. The allegation of intermittent audio was not confirmed. A probable cause could not be determined.